Event description:
It was reported that during suturing of da vinci si total benign hysterectomy procedure, the surgical staff alleged that a wire snapped on the large suturecut needle driver instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint that an instrument wire snapped was confirmed. The grip cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was found to be sticking out at the instrument's wrist. Other cables at the wrist did not appear to be damaged. No other instrument damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.